Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that there was poor communication seen on the programmer and they were unable to communicate to the implantable neurostimulator (ins) using the recharger. The last time the patient felt any stimulation or had a successful charge session was approximately 5 to 5.5 months ago. They also stated the issue started at the end of (B)(6) beginning of (B)(6) approximately 4 to 5.5 months ago. It was reviewed with the patient that their ins may be in overdischarge (od). The reason for not recharging was the patient was unable to get the recharger to charge the ins. The patient did not recall what the issue was or what was on the screen. They had no falls or trauma. The indication for use for the implanted device was noted as spinal pain. Additional information received from the manufacturer¿s representative (rep) reported the consumer hadn¿t charged the device in at least a year and it became overdischarged which was confirmed with multiple external devices. No interventions were taken to resolve the event, and it currently remained unresolved. Follow up information received from the manufacturer¿s representative reported that the patient was to decide it they wanted to have a physician recharge mode (prm) done and was to contact their physician¿s office. Additional information received from the manufacturing representative (rep) indicated that the were contacted by a healthcare provider (hcp) for the patient¿s MRI compliably. The rep stated that they were informed via the hcp that the patient had their device removed on (B)(6) 2017 and replaced with a different manufacture¿s device. The rep explained that the patient was not eligible for an MRI. No further complications were reported or anticipated.